Event description:
It was reported on an external medwatch form, which was received without a medwatch number, that during laparoscopic appendectomy staples locked up. No staples were able to be placed. It's unknown how the case was completed. No pt consequence.